Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's device diagnostics were cleared due to invalid readings. No further information or patient symptoms were reported. The implant date of the pacemaker is unknown at this time.